Event description:
It was reported that during a lap sigmoid colectomy procedure, the first firing of the first device was fine. On the second firing the device would not open. They had to cut around the device to get it off the tissue. A new device was opened, loaded and fired. It fired fine. After firing they re-closed the device to remove it from the abdomen. When they went to open the device to reload it, it would not open. They sutured to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.